Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. The analysis revealed cuts into the insulation 44 cm and 52.5 cm proximal to the lead tip, which most likely resulted from the extraction procedure. The insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.